Event description:
Pt initially had gel filled implants. In the last year however, pt has developed a lot of headaches, myalgias in the neck, shoulder, in the back area, tightness in the breast, contracture, and pain. Pt also has fatigue, dry eyes. Because of presence of anti-dna antibodies and antinuclear antibodies the pt is felt by tw rhematologists to have undifferentiated connective tissue disease. On physical examination, she has class iii contractures. On xeromammogram examination, both implants are intact.